Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was broken on the casing around the reservoir chamber and the o ring was exposed. Customer's blood glucose was 3.6mmol/l. Customer was advised to revert to back up plan. No further information reported.